Event description:
It was reported the subject device had problems with the peristaltic head and had to constantly adjust the rubber so that it can supply water. No patient harm reported.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6 h11 correction: d9 - device available for evaluation. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and to include corrections and updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure - insufficient flow flushing pump has poor water supply likely due to a faulty pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had problems with the peristaltic head and had to constantly adjust the rubber so that it can supply water. No patient harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.